Event description:
(B)(4) study. Same case as MFR report #: 2134265-2013-02639, 2134265-2013-02640. Same patient as MFR report #: 2134265-2008-02867. It was reported that post a coronary artery drug eluting stenting treatment procedure restenosis occurred. The patient presented for treatment in (B)(6) 2008. The target lesion was a de novo, 3.5x60 mm, 99% stenosed lesion of the proximal rca (right coronary artery). Treatment consisted of predilation using a 2.5x20 mm balloon at 10atm and placement of 3.0x32mm and 3.5x32 mm taxus express2 drug eluting stents deployed at 16 atm. During placement of the 3.0x32 mm taxus express2 drug eluting stent a dissection occurred. A 2.75x16 mm liberte bare metal stent was used to treat and resolve the dissection. Post placement ivus (intravascular ultrasound was performed and confirmed that the stents were well positioned and well apposed with 0% residual stenosis. The patient was discharged one day post procedure on bay aspirin and panaldine. In (B)(6) 2012 the patient returned with restenosis. The patient had no ischemic symptoms. A 75% restenosis of the proximal rca measuring 3.5x24 mm was treated with a non-bsc stent and balloon angioplasty resulting in 0% residual stenosis. At the five year follow up in (B)(6) 2013 the patient did not have angina symptoms.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).